Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the 1.11 upgrade, the station experienced bio-ID issues. The user facility reported that biometric identifier required at least 3 to 4 attempts before the screen was no longer blacked out and able to read fingerprints. The biometric identifier response was slow and only flashed without reading the fingerprint. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio-ID issue reported after the 1.11 upgrade, where the fingerprint reader was slow, unresponsive, and required multiple attempts to login. A technical support specialist (tss) deployed the es lumidigm bio ID driver update package (v9.6.41540). Post deployment, the bio-ID sensor driver version was verified, and required services (lumidvcsvc and senginecore.exe) were confirmed running. The station was rebooted into application mode. The system functioned as intended after the technical support specialist troubleshot the device.